Manufacturer narrative:
The technician found one gas spring was leaking and the release pin was stuck on the other cylinder. The technician replaced both gas springs to repair the stretcher.

Event description:
Information received indicates the head section will not lower to the flat position.